Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2015 with the following findings: the pump started up to the verify screen with the expected audible and vibratory features. The pump was exercised for 24 hours without any alarms or warnings occurring. The pump's black box showed an unexplained loss of prime on (B)(6) 2014 at 07:25. Insulin deliveries resumed (B)(6) 2014 at 12:12. An ezbg bolus and an ezcarb bolus were manually calculated and matched the pump's calculation for a recommended bolus. The pump¿s bolus calculation feature was found to be functioning properly. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required specifications. The initial complaint could not be duplicated during the course of investigation. Unrelated to the initial complaint, the battery compartment was cracked between the bumper pad and the cover.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was inaccurately delivering insulin. The reporter stated that the patient had a blood glucose level over 250mg/dl but below 500 mg/dl with small ketones. This complaint is being reported because the reported issue was not resolved with troubleshooting. The reported incident is not considered to be a serious injury based on the alleged blood glucose excursion and ketone levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.